Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the unites states. This emdr is being submitted for an unknown number quantity. It was reported that patient faced occlusion issue caused by the bent cannula events on (B)(6) 2026 and (B)(6) 2026. The insertion site was thigh and abdomen. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.